Event description:
It was reported that a skin reaction occurrred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient experienced a skin reaction with pimples underneath sensor pod area. The patient consulted a doctor and the reaction was treated with a prescription of an oral antibiotics (doxycycline once a day for 7 days). At the time of the report the skin reaction was healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).